Manufacturer narrative:
The history log showed the device had not recorded a pad-pak being installed subsequent to dispatch from heartsine belfast. A test pad-pak was installed, all leds flashed once however the device failed to power on. Measurements taken from the test pad-pak indicate the device had damaged the test pad-pak, causing the battery pack fuse to blow. The device was disassembled for investigation. Upon visual inspection of the printed circuit board a problem was found with one of the device capacitors. Investigation found the reported fault can be attributed to a problem with one of the device capacitors causing damage to the pad-pak fuse. The functionality of the circuit is tested before dispatch from heartsine, it is therefore concluded the component functioned correctly during testing at heartsine.

Event description:
There was no patient involved in this event. Pad unit will not power up using known working pad-paks.